Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient and manufacturing representative (rep) regarding the patient's implantable neurostimulator (ins) spinal pain. Information was reported that the patient is saying that he is needing to charge twice a day sometimes. The patient said he charges in the morning and then again at night. The patient stated his therapy turned off once, due to a low battery. It was reviewed that the programed settings and group impedances would be needed to determine the recharge interval and to confirm if the charge interval is the same as what is being reported. The patient stated he did turn down his settings from 6.0v to (older battery) 5.2v. The newer battery was turned down from 3.8ma to 3.0ma. The patient seems to think this is making things better overall. No further complications were reported. No patient symptoms were reported.

Manufacturer narrative:
Concomitant medical products: product ID: 97714, serial# (B)(4), implanted: (B)(6) 2018, product type: implantable neurostimulator. Product ID: 97745, serial# (B)(4), product type: programmer, patient. Product ID: 97755, serial# (B)(4), product type: recharger. Product ID: 97745bp, lot# nlh020626n, product type: accessory. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the representative stating that he was still having the same issue of stimulation turning off and that he got replacement components from the rep. Technical services tried to gather more info but determined that they should talk with the patient to better understand what was going on. The rep will let the patient know he can reach out to technical consultant. The rep called back in on nov-29 to see if the patient had called in. They had not. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient. It was reported that the patient was upset the intellis controller system has been screwing up and he wasn't able to use the therapy. The patient reported difficulty charging the controller/charger, there was a blank screen, the controller was turning off while recharging, the controller was not powering on, and there other controller charging issues. In addition to this, there were error messages indicating: 1. "Reposition the rtm", but the patient was the controller and not the implantable neurostimulator and 2. "Cannot recharge the device, the controller battery is too low" while the patient was charging the controller with the controller plugged into the wall. It was noted that the patient has been working with the manufacturer representative (rep). The patient constantly remove the lithium battery pack to reset in order to complete a charge. 2 aa batteries were place placed controller powered on but the issue was not resolved. There were no further complications or anticipations reported with this event.